Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, a decrease in the device battery longevity was observed and possible premature battery depletion was suspected. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: (B)(4). Premature battery depletion was confirmed by analysis. The cause of the premature battery depletion was due to a high current draw from the device. The cause of the high input current was revealed to be due to a hybrid anomaly. Telemetry, pacing, sensing, impedance, patient notifier, and high voltage shock output were all tested on the bench and no anomalies were detected.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.